Event description:
During priming of the circuit, the one-way valve of the arterial filter failed and the filter de-primed. The valve was replaced in order to be able to use the pack.

Manufacturer narrative:
The returned valve was visually examined and tested for flow in the reverse direction. The returned valve performed incorrectly and allowed flow in the reverse direction. The valve was forwarded to the supplier for further eval and testing. The supplier confirmed the defect. Since the valve was mfg, the supplier has made improvements to increase the reliability of their assembly and test processes. This valve would have been rejected under the current test conditions.